Event description:
A customer reported, a loss of telemetry monitoring occurred when the central station (cic) rebooted. No injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.